Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged just after the pocket was closed. The lead was repositioned immediately and remains in use. No patient complications have been reported as a result of this event.